Event description:
During breathing treatment and assessment, the discussion was started as far as faulty equipment or bad gas supply going to the high-flow nasal cannula (hfnc). The clinician placed a calibrated oxygen analyzer on the existing hfnc and placed the baby on 21 % and then 100 %. The analyzer was reading 55% . The clinician brought a new hfnc and placed the analyzer and did the same test. When the clinician put the fio2 to 100% the analyzer showed 100 %.